Manufacturer narrative:
Received three used cl3960 oncology kits each connected to a cadd cassette for inspection. No defects or anomalies noted upon initial inspection. Each cl3960 and mating device was leak tested per product specifications. There was leakage from the male luer connection of the chemolock to the female luer bond. Examination of the bond showed an incomplete insertion. The reported complaint of leakage can be confirmed. The probable cause is due to an incomplete insertion during manual assembly. The device history lot number was reviewed, and no relevant nonconformities were found that would have led to the reported complaint. D9 device returned to manufacturer on: 2/7/2025.

Event description:
The event occurred on an unspecified date(s) and involved an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port. The customer reported that they had had 3 incidents in the last 2 weeks that involved their patients using ICU cadd solis pumps with 250ml cadd cassettes with cl3960 oncology kit extension tubing having leaked at the blue port and connection site between the cadd pump tubing and the cl3960 tubing. In all three cases drug had leaked in the cadd pouch and had visible signs of dried drug powder on the cl3960 tubing and not in the cadd cassette. There was no patient harm and there is exposure to chemotherapy.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.